Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output on (B)(6) 2014. Patient's mother tested alert functionality and reported alerts were functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).